Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose levels ranged from 48 to 300 mg/dl. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).